Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is completed.

Event description:
Customer reported that her mother's meter does not turn on with strip insertion and this occurred in the morning in 2009. She then reported that her mother was unable to test and she found her cold, clammy and unresponsive and she had lost consciousness. Customer was taken to a local hospital, diagnosed with hypoglycemia, treated with IV glucose and insulin. Attempts were made to clarify the treatment rendered as insulin is inconsistent with the symptoms, event and diagnosis. There was no report of death or permanent impairment associated with this report.